Manufacturer narrative:
Product event summary: analysis confirmed the stylus calibration was off about a half inch, reseating the connections resolved the issue. Analysis also noted the programmer latch tabs were damaged on the cord door and media bay door. The programmer power supply fan was noisy and the lower case feet were worn.

Event description:
It was reported that the programmer stylus was unable to be calibrated even after receiving a new stylus. The programmer has been returned for service. There was no patient involvement.